Manufacturer narrative:
An event of the valve migrating after implant was reported. Information from the field indicated that the valve appears to be correctly sized based on provided annular dimensions, the starting implant depth was 1mm from the non-coronary cusp (shallower than the recommended 3mm), there was sufficient calcium to allow anchoring of the device, there was no tension in the delivery system, and there were no difficulties deploying or retracting the valve during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the selected implant depth contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The perimeter of the native valve was measured at 90.7mm, the diameter was 28.8mm, and the area was 644mm^2. The starting implant depth was measured at 1mm. It was noted that there was sufficient calcium to allow anchoring of the device. The device was implanted. The final implant depth was 1mm. Shortly after implant, the device migrated up above the native annulus. A new 35mm navitor vision valve was implanted valve-in-valve. The final gradient was 3mmhg. No perivalvular leak was detected. There were no adverse effects to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The perimeter of the native valve was measured at 90.7mm, the diameter was 28.8mm, and the area was 644mm^2. The starting implant depth was measured at 1mm. It was noted that there was sufficient calcium to allow anchoring of the device. The device was implanted. The final implant depth was 1mm. Shortly after implant, the device migrated up above the native annulus. A new 35mm navitor vision valve was implanted valve-in-valve. The final gradient was 3mmhg. No perivalvular leak was detected. There were no adverse effects to the patient.